Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the output connector assembly was broken and additionally noted that the hanger assembly and lower case were also broken and that the main seal was contaminate. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested, and it passed its final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and the ventricular ports on the external pulse generator were broken. The generator was returned for service. There was no patient involvement.